Event description:
A surgeon reports an unexpected postoperative refraction following intraocular lens implantation. The surgeon indicated this may be a result of a calculation error. Additional information has been requested.

Event description:
The reporting surgeon provided add'l info indicating this event was not related to the intraocular lens. The incorrect power of lens was chosen for this pt. On 4/2/2002 the surgeon piggybacked another lens. The use of two lenses in one eye is not included in the labeling for this device.